Event description:
It was reported by a company representative that she was informed by a neurologist's nurse that a vns patient was deceased. Follow-up was made with the neurologist's office and it was found that the date of death was given to be (B)(6) 2010. Furthermore, the neurologist doubts the patient's death was related to vns therapy while the patient cause of death was unknown. The last known settings were from (B)(6) 2010 and indicated that the patient's vns was increased to 2 ma, 30 hz, 500 usec, 30 sec, 10 min. The death event has been reviewed and with the available information has been determined to be possible sudep. The only known factors are that the patient had epilepsy and died. The cause of death is not currently known, nor any other information regarding the circumstances of the death. As such, sudep cannot be ruled out as a possible cause of death. Good faith attempts to obtain additional information have been unsuccessful to date.